Event description:
Customer reported pt's injury of infiltration to right hand. Pt was admitted through the ed on (B)(6) 2010. Pt rec'd rocephin 500mg/IV at 19:25 in ed. At 22:45, 500ml dextrose 5% 0.45 saline was started to infuse at 60ml/hr through a buretrol administration set (set model not identified). The nurse found the infusion in right hand to be infiltrated and hand was cool to touch at 04:30 on (B)(6) 2010. Warm compresses and elevation applied and surgery for fasciotomy was performed. Two days later, the wound was closed and pt was discharged home. Customer reported device is not implicated; however, they want device investigated as a precaution. No additional information was available.

Manufacturer narrative:
Manufacturer's report date: 04/06/2011. (B)(4). The reported infiltration event could not be confirmed. The alaris system pump module is neither designed nor intended to detect infiltrations and will not necessarily alarm under infiltration conditions. No device malfunction was alleged and testing confirmed that the device is working as designed.